Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; (B)(6). Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
(B)(4). Information was received based on review of an article titled, "one-year follow-up of the g7 acetabular component performance" which aimed to evaluate the performance of the g7 prosthesis at one-year follow-up. Between april 2013 and april 2014, 204 cases using the g7 acetabular components manufactured at zimmer biomet were performed. There were 182 cases diagnosed with lateral osteoarthritis, ten cases with idiopathic osteonecrosis, 6 cases with a fractured femoral neck, 1 case with both osteoarthritis and rheumatoid arthritis, 1 case with excisional arthroplasty and reimplant, 1 case with ankylosing spondylitis, 1 case with failed pinning status post fracture, 1 case with legs perthes disease, and 1 case with rheumatoid arthritis. Average age was 64.93 years old. During the course of the study, there were two deaths due to unknown reasons. The average pain score in the study was 42.7 which indicated very slight pain that does not affect daily activities. The average gait score in the study was 10.1 which indicated a very slight limp. In conclusion, the g7 shows promising survival in its first year of follow-up.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Added brand name. Added patient and device codes. Added health professional. Added method, results, and conclusion codes. Added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.